Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient with an implanted pump. The patient was receiving baclofen 100mcg/ml via an implanted pump. Indication for use was noted as intractable spasticity and movement disorders. It was noted that the patient was having issues. In 2015-2016 the patient stated that if they sat to long their legs would go numb. It was stated that several times when their medication had been changed, they had overwhelming headaches (vision problems and throwing up) afterwards and did not like to mess with it. The patient was seeing a different managing physician who was decreasing the pump medications. It was reported that since late (B)(6) of 2016-beginning of (B)(6) 2017, the patient had symptoms at night. When they laid down, they felt like they had an increase in pump medication. The patient also had some swelling and then a few hours (2-3 hours) after, when they were up, the felt "okay" but if they laid down again, they would go through it again. The patient stated they had not addressed these symptoms with their physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.